Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: when staff went to waste the remaining medication in the IV bag, 7ml was missing from the total volume of 65ml. For larger volumes, current practice is that staff will use a medication cup to measure the remaining medication in the IV bag and IV line to document the waste. Staff measured 55 cc initially and got an extra 3 cc by ¿milking¿ the IV set for a total volume of 58cc.

Manufacturer narrative:
One sample was received for quality evaluation. The sample was flushed with dyed water to observe any leaks or tears in the tubing. No ears were observed on the set. The administration set was connected to a pressure regulator, and the pressure was adjusted to 30 psi and the set was submerged under water to observed leaks in for of air bubbles. No air bubbles were observed during testing, indicated the set is in good condition. The infusion set was then tested with the customer's suspected infusion pump. The inspection and testing of the pump module and the administration set did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module, alongside the returned administration set, were found to be infusing within specifications and did not show any signs of unregulated flow occurring. The customer complaint of flow issues could not be confirmed. A root cause analysis was not conducted because the reported failure was not replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.